Manufacturer narrative:
Additional/changed and/or corrected data: b.5., b.6., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and capsular contracture was received on (B)(6) 2021, with lot number 1820589. Analysis of the returned device identified, creases fold, red particles in the shell, weight to the spec, opening curved on anterior and opening curved on radius. A visual and microscopic analysis was performed. Which identified, striated opening on anterior and radius, opening crease sharp on posterior and stress marks. Based on the device analysis, the final assessment is: a striated opening on radius and anterior assessed, as surgical damage consist in the use of some surgical tool. An opening crease sharp on posterior assessed, as fold flaw opening".

Event description:
Patient reported, a left side rupture. Healthcare professional reported, a left side "possible rupture". And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture with capsular contracture baker grade IV".

Event description:
Patient reported a left side rupture. Healthcare professional reported a left side "possible rupture" and capsular contracture baker grade IV. Device remains implanted.